Event description:
Additional information received from the manufacturer representative reported that a lead revision happened on (B)(6). An x-ray taken before the procedure showed the leads had come down to t10 and mid t9. When the previous incisions were opened the anchors were both found to be securely attached. As the leads had migrated more than one level the surgeon decided to explant the old leads and inset new ones. All connections and impedances were good and within normal limits and the patient had good stimulation in her back and legs. The issue was resolved.

Manufacturer narrative:
Continuation of d11: product ID: 977a260; lot# serial#: (B)(6); implanted: on (B)(6) 2020; product type: lead; product ID: 977a260; lot# serial#: (B)(6); implanted: on (B)(6) 2020; product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2020, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 05-sep-2023, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 26-aug-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation. It was reported that the patient fell in early (B)(6) 2020. Patient stated that she tripped over her dog and fell back hitting her battery site on the floor baseboard. Before the fall she reported good stimulation in her back and legs, now the stimulation was legs only. Rep to meet the patient thursday (B)(6) 2020 at 10:30am. At this time the rep will check impedances, reprogram, and if possible get an x-ray to determine if the leads have moved. Issue not resolved at this time. Additional information was received from the rep. It was reported that on 7/16/20, rep met with the patient and impedances were all within normal limits. They also took an in office x-ray which showed lead migration. At implant patient's leads were both at the top of t8. The (B)(6) 2020 x-ray showed the left lead now at bottom of t9 and right lead bottom of t8. Due to the image quality of the office c-arm, the leads could possibly be lower than the bottom of t8 and bottom of t9. After taking the x-ray of the leads, reprogramming was attempted. The highest rep could get the stimulation was to the hips. No matter what electrodes were used (top or bottom), rep could not get back stimulation. With reprogramming rep was able to decrease the amount of stimulation in her legs. The issue is not resolved. The patient has an appointment with hcp on (B)(6) 2020 for him to evaluate and discuss options such as a lead revision.